Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm or correlate this symptom with a potential cause linked to bd process. Root cause description: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger.

Event description:
It was reported that ultrasafe plus x100l pr green ccl amg plunger rod was loose. This was discovered during use. The following information was provided by the initial reporter: general practitioner noticed that the plunger rod looked a little loose and tried to push it in a bit, which caused some droplets of the product to spill out. When removing the cover, more of the product spilled out.